Manufacturer narrative:
(B)(4). Saddle pin broken and bearings detached. The analysis found that one device was returned with the saddle pin broken, both bearings detached, and without a reload not present. No functional test was performed due to the condition of the device. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.

Event description:
It was reported that during a right hemicolectomy procedure on the 2nd firing the staples were malformed. The firing knob pins became loose. The device was fired across an existing staple line. The case was completed without any patient consequence.